Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a faulty force sensor resistor. The insulin pump was also received with some cosmetic damage.

Event description:
It was reported that the caller's son had a compromised force sensor system alarm on the insulin pump. Customer's blood glucose level was 8.6 mmol/l. Customer has gone through 3 infusion sets and was trying to troubleshoot the issue. Customer was disconnected from the pump. It was explained that during seating, the force sensor did not detect the reservoir. The drive support cap appears to be normal and the cap was not pressed while connected. Customer was advised to discontinue use of the pump. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. Pump will be returned for analysis. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).